Manufacturer narrative:
(B)(4). E1 initial reporter email address:(B)(6). Diabetes mellitus is a known cause of loss of consciousness and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 2:15 am, the patient was sleeping in a camper at a campsite when family members observed the patient experiencing a seizure. The patient's mother immediately called 911. At approximately 2:20 am, paramedics arrived on scene. Upon arrival, they attempted to communicate with the patient and initially tried to administer sugar gel, which the patient refused. The paramedics then provided juice, which the patient consumed. Approximately one minute after drinking the juice, the patient regained consciousness. Following this, the reporter provided the patient with peanut butter and a banana. A finger prick bg test and a cgm reading were performed by the paramedics; however, the reporter was unable to recall the specific values. As a result, no comparison of pre- and post-treatment glucose levels could be made. The patient's mother was unable to recall specific symptoms observed during the seizure. At the time of the incident, the patient was accompanied by their mother and another family member. The paramedics transported the patient to the hospital via ambulance. The patient regained full consciousness while en route to the hospital. As of the time of this report, the patient is reportedly doing better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.